Manufacturer narrative:
Patient city: (B)(6). Patient country: belgium.

Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that patient faced infusion set adhesive issue event on 23-feb-2026. Patient reported that the infusion set tape did not stick well and infusion sets came loose during sports. No further information is available.